Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The circuit manifold, check valve and lens were replaced. The unit was returned to service. No report of patient involvement. Unique device identifier: (B)(4).

Event description:
The hospital reported the unit was delivering high c02. There was no report of patient involvement.